Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient's relative contacted lifescan (lfs) USA, alleging that the patient's onetouch ultralink meter was displaying an "error 2" message during testing. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that the alleged error message began to appear at an unspecified time on (B)(6), 2015 when the patient attempted to test her blood glucose in response to symptoms of feeling "cold, clammy and sweaty". The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster). Despite not being able to test her blood glucose, the reporter claimed the patient treated herself with food and/or drink in response to the symptoms. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and the correct testing process was being followed. The csr walked the reporter through a retest and the alleged meter issue remained unresolved. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient was already symptomatic prior to obtaining the error message; therefore, the meter issue did not contribute to the onset of symptoms. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved.